Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant, the left ventricular (lv) epicardial lead was attempted to be placed but the thresholds were poor. The lv lead was moved and the thresholds were much better. The lv lead is still in use. It was noted that the patient is part of the product surveillance registry clinical study. No patient complications have been reported as a result of this event.